Manufacturer narrative:
(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that when the patient woke up he encountered that the infusion set had came off due to tape not sticking. No further information available.